Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Associated products: medical product: oxf uni cmntls tib sz e rm, catalog #: 166579 lot #: 6680932. Medical product: oxford ph3 cementles fem sz xl, catalog #: 154928, lot #:6035622. It was reported that the regional sales manager (rsm) failed to deliver the xl oxford bearing to the hospital as requested by the surgeon which resulted in a delay in procedure of one hour. The reported event is not product related but a commercial issue in relation to the delivery of the product. The commercial department has addressed the issue with a set of questions and answers with the regional sales manager. 1. What was reason for the account not having the xl size oxford in stock? The hospital did not have the stock on the shelf as the xl size for oxford is not routinely consigned as it is not commonly used. Given the short notice of the request to have the stock and instruments made available, a move of the xl oxford from another hospital was considered the best option. 2. Was there any effect of having no representative for the account? The sales representative position for this hospital was vacant at the time of the reported event, and no covered was provided by another sales representative or clinical support. Therefore, the rsm became the main point of contact for this territory, as well as having to continue with her own responsibilities. If a sales representative or clinical support had been on site to manage this enquiry, it is likely same error would not have occurred. 3. Are there procedures to follow if a hurried transfer of product from one account to another are attempted? There is no procedure in place for the urgent transfer of product from one account to another. 4. What is expected / contracted of an account before they attempt a procedure? The surgeon confirmed that the kit should have been checked by his team before the procedure was started. Therefore, he does not hold the rsm solely responsible for the error. The surgeon has reported that the procedure was completed successfully, without further issues. Risk assessment a risk assessment cannot be carried out for the reported event. The event is not device related and has been confirmed as a commercial issue in the delivery of the expect device. The oxford risk assessment file does not capture non device related events.

Event description:
It was reported that surgeon, (B)(6), from (B)(6) hospital, contacted the sales representative on the evening of sunday (B)(6) 2020, to ask her to check the next morning, if they had the xl sizes for the oxford uni as part of their shelf stock consignment. The territory is currently vacant and has no sales rep or clinical support covering it and therefore the surgeon came to the rsm directly. On monday (B)(6), 2020, the sales rep arranged to move an xl oxford femur and the xl instrument tray from another hospital, to arrive in (B)(6) in time to be washed and ready for surgery on tuesday (B)(6), 2020. On tuesday, (B)(6), 2020 at approx. 14:00, she received a call from one of the orthopaedic nurses to say that (B)(6) had implanted the femur and tibia components but they could not locate the xl bearings. The sales representative then realised that she had neglected to request the bearings to be sent with the rest if the in field move. She immediately contacted a nearby hospital to request their xl bearing stock and arranged a courier to collect from them and deliver to (B)(6) so they could complete the operation. The bearings were delivered to the hospital at approx. 15:00, and the operation was completed successfully. A delay in procedure of one hour occurred as a result of the reported event.

Event description:
It was reported that surgeon, mr (B)(6), from (B)(6) hospital, contacted the sales representative on the evening of sunday 13th december, to ask her to check the next morning, if they had the xl sizes for the oxford uni as part of their shelf stock consignment. The territory is currently vacant and has no sales rep or clinical support covering it and therefore the surgeon came to the rsm directly. On monday 14th, the sales rep arranged to move an xl oxford femur and the xl instrument tray from another hospital, to arrive in (B)(6) in time to be washed and ready for surgery on tuesday 15th. On tuesday 15th @ approx. 14:00h, she received a call from one of the orthopaedic nurses to say that mr (B)(6) had implanted the femur and tibia components but they could not locate the xl bearings. The sales representative then realised that she had neglected to request the bearings to be sent with the rest if the in field move. She immediately contacted a nearby hospital to request their xl bearing stock and arranged a courier to collect from them and deliver to chelsea so they could complete the operation. The bearings were delivered to the hospital at approx. 15:00h, and the operation was completed successfully. A delay in procedure of one hour occurred as a result of the reported event.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Attempts were made to obtain additional information; however, none was available. As the product has not been received, the investigation was limited to the information provided. We have not been provided with any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(4). The product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Devices remain implanted.

Event description:
It was reported that surgeon, (B)(6), from (B)(6) hospital, contacted the sales representative on the evening of sunday (B)(6) 2020, to ask her to check the next morning, if they had the xl sizes for the (B)(6) as part of their shelf stock consignment. The territory is currently vacant and has no sales rep or clinical support covering it and therefore the surgeon came to the rsm directly. On monday (B)(6) 2020, the sales rep arranged to move an xl oxford femur and the xl instrument tray from another hospital, to arrive in (B)(6) in time to be washed and ready for surgery on tuesday (B)(6) 2020. On tuesday, (B)(6) 2020 at approx. 14:00, she received a call from one of the orthopaedic nurses to say that mr jones had implanted the femur and tibia components but they could not locate the xl bearings. The sales representative then realised that she had neglected to request the bearings to be sent with the rest if the in field move. She immediately contacted a nearby hospital to request their xl bearing stock and arranged a courier to collect from them and deliver to chelsea so they could complete the operation. The bearings were delivered to the hospital at approx. 15:00, and the operation was completed successfully. A delay in procedure of one hour occurred as a result of the reported event.